Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no physical damage. Event history log review was performed and found evidence of reported problem. Visual inspection and latch cassette, downstream occlusion pressure range test were performed. The reported problem was unable to be duplicated. According to the investigation, the pump passed a dso pressure range test and values were within specification. However, in the pump event log, multiple entries of downstream occlusion were found. The pump dso sensor will be replaced due to entries in the event log. The problem source of the reported problem is unknown.

Event description:
Information was received that during testing of this smiths medical cadd solis vip pumps, the pump exhibited continuous alarm for occlusion before minimum amount of pressure. No patient involvement was reported.